Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior. Leak test and microscopic analysis was performed which identified: opening puncture and non-penetrating nicks. Based on the device analysis the final assessment is: a striated punctured due to surgical damage like consist in the use of some surgical tool.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.